Event description:
It was reported to philips that the system would not turn. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system and identified that system would not turn on. Upon some functional test, fse found the incoming ups power breakers to the system were tripped off. Customer reseated the breakers. Fse identified elevated temperatures of sib. Fse instructed the customer and the maintenance team about adjusting the room temperature. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.